Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose levels ranged from 91 to 200 mg/dl. Customer reported multiple issues with their infusion set. Customer promised to call back with more information. Product is not being returned or replaced.